Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there had been several cubie errors in drawer 4.1 over the past several days. A field service engineer (fse) turned off the machine, replaced the pyxibus controller and both module controller boards, then turned the station back on and configured the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer reported that there was no delay in dispensing the medication. However, there were no adverse events or injuries reported based on this event.